Event description:
Patient alleges the infusion device has never had a w2 (battery low) or an e2 (battery depleted) error message. Patient stated she changes the battery every month as they feel the battery is depleted and the device is not delivering insulin as it does with a new battery. Patient alleges this leads to her experiencing elevated blood glucose levels; exact reading was not provided. Patient's normal blood glucose reading was not provided. Patient alleged the infusion device is not giving the low battery warning and has noticed that the performance of the device is affected and causes her blood glucose levels to rise around the time she feels the battery is running low. Patient reported she has noticed a pattern that when her blood glucose levels rise, the infusion device will offer her a correction but she does not see that correction working on her levels as they do not appear to have come down; but when she changes the batteries and does a correction it works as expected. Advised patient that if they are changing the batteries every month or more often if her blood glucose levels are elevated that this may well be before the battery low warnings triggers. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.